Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found a bowed front panel on top of the manometer and missing patient outlet fitting. The input/ouput label and threads on the manifold are also damaged. The patient outlet connector has come off the device entirely due to impact or force with some positive effort made to the patient outlet connector. The root cause of the reported issue was found to be customer damage. Replaced manifold vrv block assembly, case label kit and small knobs. Replaced MRI battery and device passed all functional testing.

Event description:
It was reported that the patient connection off the side broke. No additional information.